Event description:
It was reported that the device reached elective replacement indicator (eri) and that there was early battery depletion. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery depletion indicated elective replacement indicator (eri). Time of eri on (B)(4) 2012. The save to disk showed battery voltage of 2.72 volts, and battery impedance of about 2888 ohms.

Event description:
It was reported that the device reached elective replacement indicator (eri) and that there was early battery depletion. The device was explanted and replaced. There were no patient complications reported as a result of this event.